Event description:
It was reported that the patient had an arrhythmia, but defibrillation therapy was withheld. It was noted that the right ventricular lead exhibited low defibrillation impedance leading to withheld defibrillation therapy. Programming changes were made to resolve the arrhythmia. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.